Event description:
The pt was being lifted from her wheelchair then moved to an open area where a caregiver specialist was taking the pt's shoes off. While her shoe was being taken off, the caregiver heard a "click click" sound and the pt fell to the floor. The pt received a bump on the head. An arjohuntleigh investigator has examined the device and found that the lift was generally in good condition. The legs and base had some scratches on them and the top ppp cover was cracked. The sling clips were worn to the point that they did not click in when seated. The sling mesh appeared to be in good condition. A function test was performed and the lift passed all function tests. (B)(4).